Event description:
It was reported that the surgeon was using the device and on the second or third firing, the clips began to scissor. The case was completed with another device. There was no consequence to the patient.